Event description:
Customer reports via phone that staff was performing a CT chest with contrast on (B)(6) male outpatient. IV site was the right ac with a 22ga angiocath. Optiray 320, 100ml prefilled syringe loaded into the injector. Injection protocol of 2ml/sec for 100ml volume was started. During CT scan, staff did not see contrast on the images, and when they checked the IV site, they noted swelling. Approx 90ml of contrast media had infiltrated, but pt was not remarking about any pain. Radiologist was notified and pt was treated with cold compress and elevation of the right arm. Pt was admitted for 24 hr observation, then discharged on (B)(6) with noted resolution of the infiltration site.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.